Manufacturer narrative:
This device will not be received by baxter for evaluation. The sample was discarded by the customer. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported lot number.

Event description:
The home patient reported one homechoice automated pd set - 4 prong, where the outer edge of the cassette leaked from one of the corners of the cassette during patient use. This is the fifth incident experienced by the patient since 2004. No injury reported.